Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Mdm liner was impacted, later during the case was found to be dislodged. Surgeon wanted a new one.

Manufacturer narrative:
An event regarding seating/locking issues involving an mdm liner was reported. The event was not confirmed. Device evaluation and results: visual inspection:the mdm liner was visually unremarkable. Dimensional inspection: the device was found to be dimensionally within specification as (B)(4). Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Mdm liner was impacted, later during the case was found to be dislodged. Surgeon wanted a new one.